Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was stuck at 0:00 and would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system would not boot up. Upon troubleshooting fse found that the flex vision pc fans were not spinning. After measuring incoming 230v to pc, and the power is good while system is on, and power is absent when system is turned off, fse suspected that the motherboard is defective. The cause of the flex vision pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the flex vision pc, moved the original hard drive over from the defective pc to the new pc. After replacing the flex vision pc and downloading the software, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.